Manufacturer narrative:
Device eval by manufacturer: this carotid wallstent self-expanding stent was returned for analysis with the stent fully deployed from the delivery system. The stent was not returned for analysis. The device was loaded on to a non-boston scientific guidewire and was unsheathed. The guidewire was unable to be removed from the device when unsheathed. An attempt was made to sheath the device, but it was unsuccessful. The device was soaked in a water bath at a temperature of 37 degrees celsius overnight in an attempt to remove the guidewire. The guidewire was still not able to be removed or be put into a sheathed state. A visual and tactile examination identified outer sheath damage located at the exit port. There were no issues noted with the stent cups or stent holders.

Event description:
It was reported that the delivery system was stuck on the wire. This carotid wallstent self-expanding stent was selected for angioplasty treatment of the carotid artery. The procedure was being performed to treat 60 percent stenosis, and the target lesion contained moderate calcification and tortuosity. During the procedure, the delivery system was stuck on the non-boston scientific guidewire and the stent was not able to be deployed. The procedure was able to be completed successfully using another device without sequelae.

Event description:
It was reported that the delivery system was stuck on the wire. This carotid wallstent self-expanding stent was selected for angioplasty treatment of the carotid artery. The procedure was being performed to treat 60 percent stenosis, and the target lesion contained moderate calcification and tortuosity. During the procedure, the delivery system was stuck on the non-boston scientific guidewire and the stent was not able to be deployed. The procedure was able to be completed successfully using another device without sequelae.